Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a clinical procedure, the implant body could not be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site # 21.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One (1) imp, tsv, 3.7, 10,mtx,mc,mg,ha (tsvmh10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. The reported event was confirmed following visual evaluation and functional testing. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1237964). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1237964) for similar events and no other complaint was identified. Functional testing was performed. The mount was stuck to the implant and could not be disengaged. Therefore, the reported event was recreated. Based on the investigation, the potential cause for the reported event are implant and abutment/screw are not mated properly by customer, causing assembly failure and incorrect assembly of the abutment/mount to the implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.